Event description:
Customer reported a blank screen on the insulin pump. Customer removed batteries and placed them back in and the numbers appeared and suddenly disappeared again. Customer also mentioned a crack on the screen on the insulin pump. Customer's current blood glucose reading is 205 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was noted on motor assembly. No unexpected audio/tone noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No cracked screen noted.